Manufacturer narrative:
No bends or kinks were observed on the exposed portion of the soft cannula. Corrosion was noted inside the device on the batteries indicating that fluid had leaked in the pod. A tear was found in the internal soft cannula and noted as the source of the leak. It could not be determined how or when this damage occurred.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 400 mg/dl while wearing the pod between 4 and 24 hours. The patient reported cannula being bent while wearing it on the arm. For treatment, manual injections were administered and correction boluses given.